Event description:
Additional information reported that the patient was still having troubles with his device. It was noted that the patient was tired of dealing with the issue and was considering having the device removed.

Event description:
It was later reported the patient was frustrated with the slow response from the manufacturer, having to miss significant amount of work due to poor health stemming from his unit, having to endure multiple doctor visits due to a ¿poorly functioning unit¿, and enduring medication changes from pump to oral and oral to pump. They were still trying to resolve the issue ¿for some time¿.

Event description:
Additional information was received. A company employee reported, on the event, indicating the patient whom is another company employee, had been experiencing clogging catheters resulting in frequent trips to his hcp for treatment. The patient also reported his hcp office will be in contact with company representative regarding all his device information, medications, catheter issues and actions taken. If additional information becomes available, a report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced catheter occlusions multiple times and subsequently had a catheter revision done. It was initially reported that the patient's catheter "clogging" was a common occurrence. It was noted that the cause was unknown but it was not due to medication precipitate. The reporter stated that the healthcare provider (hcp) would flush the catheter with saline every couple months, of which the last occasion was (B)(6) 2012, however the catheter was "clogged" again. Due to the latest occurrence, the patient was planning to undergo a catheter revision on the report date. The patient noted that withdrawal is experienced upon occlusion occurrence. It was later reported by the hcp that the patient had to come in every 3 to 6 months to have a catheter dye study after noticing a significant change in pain, going from (B)(6) 2010, with the return of leg and feet pain. The first catheter dye study was (B)(6) 2011 and pain control returned within 8 hours. The second dye study was on (B)(6) 2012 and pain control returned within 4-6 hours. The third dye study was on (B)(6) 2012 and again pain control returned within 4 hours. Recently on (B)(6) 2012 a 4th dye study was done at which time the patient was in withdrawal with nausea, vomiting and pain "(etc..)" And the withdrawal symptoms resolved within 1 hour of the study. The patient contacted the hcp again on (B)(6) 2012 again experiencing withdrawal symptoms so hcp opted to surgically replace the catheter on that same day. The patient recovered without sequelae. The medications in the pump were baclofen and hydromorphone. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Additional information received reported that following the previously reported catheter revision in (B)(6) 2012 the patient had multiple does adjustments to try to counteract the ¿clogging¿ which ¿seemed to work¿ (the patient received pain relief) until the end of (B)(6) "2912." The patient had another surgery to ¿blow off tissue¿ from the catheter and it was believed the surgery occurred in (B)(6) 2013. The patient had pain relief following surgery until (B)(6) 2013, at which time another dye study was conducted and determined the catheter was clogged/plugged again. In (B)(6) 2013 the pump dosage was decreased and the patient was prescribed oral medication, the medication and dose/frequency was not reported. It was noted that the device still contained hydromorphone and baclofen but the flow rate was unknown. It was stated that the device was not delivering medication. The patient had a refill appointment scheduled for (B)(6) 2013 and was going to get ¿just¿ hydromorphone, no baclofen.

Manufacturer narrative:
(B)(4).